Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the second soft key from the left, the barcode key and numbers one, four and seven required a high amount of force to get a response. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, there were multiple keys that required a high amount of force to get a response. No additional information is available.